Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Corroded battery tube spring, corroded battery cap contact, cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker. Unable to confirm unexpected beep due to blank display.

Event description:
The customer's mother reported via phone call that they had damage. The customer¿s blood glucose level was 236 mg/dl at time of incident. The customer reported that they had damage on the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.